Event description:
The pt reported that subsequent to the implant of a protegen sling and cystocele repair, pt experienced pain in the vagina and rectum, repeated infection, pain during sexual intercourse, vaginal discharge, numbness in lower body and incontinence. The device was removed and pt had surgery to repair the urethra. The device was not returned for eval.